Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch: aware date should have been listed as 11/21/2025.

Event description:
Patient reported "rupture". Later patient reported "deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2018-09154. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rupture". Later patient reported "deflation". This record is for the left side. Device was explanted and replaced.